Manufacturer narrative:
The product has been returned for analysis; however, it has not yet been evaluated. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. H3 other text : the device has been received by the manufacturer, but it has not been yet evaluated.

Event description:
As reported, during use in patient with this cco cable, wrong and varying temperature measurements were displayed. Temperature values drifted from 37 celsius to 18 celsius , while peripheral temperature measurement in the bladder remained constant. When the differences between these two measurements were bigger than 2 celsius , the exchange of the cable solved the issue. No error messages were displayed. The patient was not treated according to the wrong values provided. There was no allegation of patient injury. Patient demographics requested and unable to be obtained. The device was available for evaluation.

Manufacturer narrative:
One pressure cable was received by our technical service center for a full examination. The report of was confirmed. From visual inspection it was observed the cable is expired since 2014-02-02 and the thermistor connector had a physical damage, the cable was tested with our hem1 monitor, with a know good unit swan ganz module and a cco simulator to reproduce the failure. This 70cc2 cable did not pass the cable test. Connecting the 70cc2 cable to the cco simulator the temperature variated when the cable was moved. Continuity was checked with a digital multimeter and it was found that there was no continuity in one internal cable. No further evaluation could be performed.

Manufacturer narrative:
Based on further engineering evaluation the failure is due to internal open circuit. The temperature variance was due to intermittent disconnection. The failure is likely due to stress damage. The failure is consistent with unintended use error. Additionally, the device is outside of useful life.